Manufacturer narrative:
(B)(4): on the same day as peritonitis onset, the patient was admitted to the hospital for the event. The cause of the peritonitis was reported to be unknown. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (one by mouth and one intravenously, doses, and frequencies were not reported). At the time of this report, it was believed that the patient¿s last dose of antibiotic was to be that evening of the report. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapy was discontinued and the peritoneal dialysis catheter was removed. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.